Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) requesting assistance with using the onetouch ultra meter as she did not know how to turn the meter on and did not have an owner's manual. Prior to the onset of the reported issue, the pt had unspecified symptoms. The pt reportedly could not figure out how to turn her meter on as she had lost her owner's book and had not tested her blood glucose for a long time. On three days earlier at 10.00 pm, the pt allegedly sought medical intervention at the emergency room. The pt reportedly obtained a high blood glucose that did not register a numeric value on the ER/hospital meter. The pt was treated with insulin. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, and the events leading up to the pt's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the pt was able to figure out how to use the meter with the help of the customer care advocate. This complaint is being reported because the pt claimed she was treated with insulin in ER after the pt allegedly was not able to use the subject meter. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.